Event description:
The customer contacted baxter's technical service center for assistance with troubleshooting an alarm on the home choice (hc) machine. During troubleshooting, the home patient (hp) stated that he changed the cassette and not the bags. The baxter technical representative (tsr) advised the hp to setup with all new supplies and explained that he should always change the bags when he changes the cassette. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because a partial swap of materials is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.